Event description:
On (B)(6) 2014 at the (B)(6), it was reported that the silicone tubing used with the hl20 single roller pump module serial number (B)(4) leaked after 4 hours into a surgery. The surgery was completed without any effects to the patient. The other event reported in this complaint is being submitted in a separate medwatch (8010762-2015-00615). (B)(4),

Manufacturer narrative:
(B)(4). An evaluation of the returned single roller pump and tubing set was performed in the engineering laboratory using the worst case scenario of the highest occlusion setting. The reported issue was able to be reproduced with only the medtronic tubing set that was being used when the event occurred. The cause was determined to be an sharp edge of the pump head that over time wears out the tubing. The design of the pump head was revised to smoothen out the sharp edge. (B)(4).